Event description:
Information received from the field notes that the patient was admitted to the hospital due to loss of capture. The pulse width was increased and the device began pacing again. Four months later, the patient was again admitted to the hospital for loss of capture. Increasing the pulse width did not affect the device but increasing pulse amplitude caused the pulse generator to resume pacing.